Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience. Engineering observed that the trigger lock, a metal component located at the bottom of the trigger, was deformed. Based on the condition of the returned unit, it is likely that the reported event was caused by deformation of the trigger lock, which is used to engage and disengage the trigger from the handle. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented component enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: nephrectomy. Event description: the device jaw were locked during nephrectomy and it was impossible to unlock the jaw. To continue surgery, the team take a new device. Original: la pince s' est bloquée en position fermee lors d une nephrectomie, impossibilite de debloquer. Changement de pince pour poursuivre l intervention. Additional information received from representative on 12 dec 2017: to remove the locked device from the vessel, the surgeon has forced the handle to open it. He uses the device one more time the sealing went well but the device locked again. He decided to change the device. The device was cleaned every 5 sealing during the procedure. The surgeon did not notice any problem on the jaws. Patient status: no patient injury or illness occurred associated with the complaint event.